Manufacturer narrative:
Date sent to the FDA: 12/28/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: it was received for analysis a labeled winding former with a detached needle and a needle-suture piece of product. During the visual inspection of the needle and a needle-sutures piece, the swage and attachment area were noted to be as expected, marks by use of a surgical instrument could be observed. The suture was examined along of the strand and the damaged in the body and the end was cut and no functional test can be performed due to sample condition. The condition of the sample received indicate an improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain procedure date? Device return status/follow up?

Event description:
It was reported that a patient underwent plastic surgery on (B)(6) 2020 and suture was used. During the procedure, the suture broke when sewing the cartilage tissue of the ear. There were no adverse patient consequences reported. No additional information was provided.